Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the 12-8mm disposable reducer associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue that a piece of the blue septum had broken off from the accessory. The broken piece was returned and measured 0.198" x 0.074". Fa found no other material missing from the accessory. Fa concluded that the failure is likely due to mishandling/misuse. Based on the additional information obtained from fa, the initial MDR is being retracted as the damage to the accessory was found to be due to mishandling/misuse and not due to a malfunction of the accessory. Based on the additional information obtained from fa, the event is being re-assessed as non-reportable due to the following: the damage to the accessory was found to be due to mishandling/misuse and not due to a malfunction of the accessory.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 12-8mm disposable reducer has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported during a da vinci-assisted esophagectomy procedure a fragment from the 12-8mm disposable reducer fell inside the patient. The user continued with the case as planned after the fragment(s) were retrieved during the same procedure. Intuitive surgical, inc. (Isi) completed follow up with the intuitive clinical sales representative (csr) and obtained the following information: it was confirmed that the fragment was retrieved using a da vinci instrument. All fragments were retrieved and there were no additional treatments required to remove the fragment. In regards to the accessory associated with this complaint, it was visually inspected prior to use and there were no abnormalities/damages found. The surgeon does know what caused the fragment to break and fall inside the patient. There was no reported patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.